Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to dn to rear te cable. The cable was pulled from the strain relief. The root cause for the pulled cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt for an unrelated issue, and upon evaluation electrode belt sn (B)(4) failed incoming functionality testing.